Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A patient contact of a peritoneal dialysis (pd) patient on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) contacted fresenius technical support for assistance disconnecting the patient from the liberty select cycler to take them to the hospital. Follow-up with the patient contact revealed they took the patient to the emergency room on (B)(6) 2021 for lightheadedness and hypotension. The patient contact stated the patient was transferred to a larger hospital with a specialty in cardiology earlier today. The patient is reportedly experiencing hypotensive and hypertensive episodes with no regularity or known cause. The attending physician believes it is cardiac related and transferred the patient to a cardiac specialty hospital on (B)(6) 2021. The patient¿s daughter did not believe the liberty select cycler was at fault because these problems have been on-going. Additionally, they are still undergoing continuous cyclic pd (ccpd) therapy while hospitalized without reported issue. Clinical investigation: a temporal relationship exists between continuous cyclic peritoneal dialysis (ccpd) therapy utilizing the liberty select cycler, and the patient¿s adverse event of hypotension, which required hospitalization. The patient contact stated the definitive cause of the patient¿s lethargy, hypotension, hypertension is presently unknown; therefore, causality cannot be firmly established. However, per the patient¿s daughter the events are unrelated to pd therapy as the problems have been on-going. Additionally, the attending physician believes the events are cardiac in nature and transferred the patient to a specialty hospital (cardiac) in order determine the cause. Cardiovascular disease is a common yet serious complication among pd patients. Often the cause can be multi-factorial in origin. Based on the totality of the information available, the liberty select cycler cannot be excluded from having a possible contributory role in the patient¿s hypotensive event, and subsequent hospitalization. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) deficiency or malfunction contributed to the events. However, the patient was actively undergoing ccpd therapy when the hypotension began. If the cycler is returned, a manufacturer evaluation may dissociate the liberty select cycler from having contributed to the serious adverse events. However, without the device, treatment data, and/or hospital records, this clinical investigation cannot disassociate the device from the serious adverse events.